Event description:
On (B)(6) 2014, the reporter stated that the needle was stuck in the patient's arm. The needle was removed and the doctor conducted an x-ray to make sure there were no prophylactic antibiotics.

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.